Manufacturer narrative:
Multiple attempts have been made to contact the customer's biomedical engineer to obtain information on the failure mode with no success. The customer did not request for service and a beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode of the event is unknown. (B)(4). The customer did not request service.

Event description:
The customer reported observing droplets of fluid on the closed sample tube tops after the sample racks have exited the unicel dxc 600i synchron access clinical system. Upon troubleshooting, the customer discovered an overflow originating from the closed tube sampling (cts) blade wash station. The customer indicated that approximately 25 ml of fluid leaked but the leak was contained in the base of the cts cap piercer assembly. The customer proceeded to disable the cts cap piercer assembly and resumed system operation by removing all tube tops until repair can be completed by the customer's in-house hospital biomedical engineer. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.